Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the primary packaging to both dressings are unsealed. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). A review of the last three pmr's for trends indicated a trend for this issue on this product. Historical complaint data from november 01, 2016 to september 30, 2020 was reviewed as it relates to reports of wnd-pmc9.6 for product: 187660. 2 complaints were related to batch: 7b02920. Additional complaints have been received for batches manufactured in 2018 and 2019 for this failure. This issue was identified in omqr for september 2020 and will be monitored through the post market product monitoring review process, sop-000741. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.